Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) found that fiber optic connector was broken. To fix the issue, the fse replaced the broken fiber optic connection and performed calibration check, functional testing and safety check to meet factory specifications. Unit passed all functional checks to factory specifications. The iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while a getinge field service engineer (fse) was performing a field action on the cardiosave intra-aortic balloon pump (iabp), the fiber optic connector was discovered to be broken. There was no patient involvement, and there was no adverse event reported.